Event description:
Additional information was received from the patient. The patient reported that the cause of the repositioning was that the ins was too deep and too low in their back. It was surgically repositioned on (B)(6) 2020. The patient wrote that the recharging difficulties had been resolved mostly. The recharger still occasionally had trouble connecting and maintaining a connection, but it was much better than before.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and mentioned that when they had trouble recharging, they repositioned the stimulator in august or september closer to the surface.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. On (B)(6) 2020 the patient reported difficulty recharging ever since they started recharging about a week after implant (month confirmed) and later stated the manufacturer's representative had issues at the hospital recharging the patient's ins. The patient said that they could not feel the neurostimulator at all; however could feel the scar. They said that wearing the belt was not an option. It takes them ten minutes or more just to get a connection and most of the time they end up lying down. They said that if they move slightly or sigh the connection is lost. It would take 'like' 45 minutes to charge. They mentioned that they were a few pounds overweight. In their post op follow up appointment, they worked with the pa that checked the incision site and the rep in the office about their issue. The patient said that the rep also had a difficult time trying to establish connection when trying to recharge and said that the rep couldn't find/feel the neurostimulator either. The patient services agent suggested lining up the bottom of the recharger with the bottom of the neurostimulator; however, the patient had repositioned the recharger all over the area and it was still very challenging as the patient couldn't feel the implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2020 the patient stated a rep thinks the implant is too deep. Sometimes the recharger finds ins quickly and sometimes takes five minutes, and at times patient can hardly move the recharger and it disconnects, some times moves a lot and it stays connected. Patient has pulled the recharger away from the ins while charging and it still charges. The patient is not convinced the ins is too deep, but thinks it is the recharger and wants the recharger replaced before the possibility of going back to surgery. Patient states they have to lay in one spot and not breath to recharge. The rep advised the patient get checked by the doctor. The patient was transferred to repair to have recharger replaced. Additional information received from the patient. Patient called the clinic yesterday and they are supposed to call the patient back about an appointment. Patient said some of the questions on the letter the patient is not able to answer because the patient has not met with the physician yet. Patient will answer the questions they are able to and send the letter back. Additional information was received from the patient. They reported that they had contacted their doctor, but were awaiting an appointment with their physician. The new recharger did not charge more effectively. The patient noted that the rep had suggested that the implant was too dep or needed to be moved. The patient was waiting for an appointment to discuss next steps and the issue had not yet been resolved. Additional information was received from the patient. They reported that the patient's urologist had been contacted and agreed with the patient and the manufacturing representative that the device needed to be repositioned. The issue had not yet been resolved, but the date of the surgery to reposition the device was scheduled for (B)(6) 2020.